Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification range, for two patients, involving access 2 immunoassay system. The erroneous results were released out of the laboratory. Subsequent testing of the patients¿ samples, on the same instrument, produced lower results within the normal reference range or within the same clinical category but outside of the assay¿s stated precision claim. There was no report of patient injury or change in patient treatment associated with this report. The customer indicated system parameters - including quality control (qc), calibration curves, and system checks - were performing within the assay and instrument specifications. No sample issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report two of two referencing, the second patient on the event date noted.

Manufacturer narrative:
The field service engineer (fse) replaced the wash wheel motor due to noise and performed all necessary alignments. The fse performed a routine system check, high sensitivity system check, and a 20-replicate precision test. The precision test failed with two fliers at the end of the analysis. On (B)(4) 2013, the fse replaced the ultrasonic transducer and the associated ultrasonic printed circuit board (pcb). The fse made all necessary ultrasonic adjustments and verified alignments. A level sense test was performed and passed. Another 20-replicate precision test was performed and failed due to fliers. The fse observed bubbles in the wash valve. The bubbles were being distributed through the dispense probes into the patient samples. The fse disassembled and cleaned the wash valve and replaced the piston seal on the pump. The fse primed the wash pump/valve and no further bubbles were noted. The fse successfully completed a precision test that passed within the assay and instrument specifications. No further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00689.